Manufacturer narrative:
H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. A visual inspection was performed with the naked eye which observed the male luer for the patient line was separated from the tubing. The reported condition was verified. The cause of the condition was an assembly issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector on a homechoice cassette was not secured to the tubing. The event was further described as ¿tubing that was supposed to be crimped and secured to plastic end of luer lock on patient line was loose and easily removable¿. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. The patient did not use the device and set up with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.